Event description:
It was reported that there was a fracture on the pace/sense portion of the right ventricular (rv) lead. The lead had a high pacing impedance and increased threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2009 (B)(6); 6940 implantable tachy lead 2002 (B)(6). (B)(4).